Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the impossibility of tightening the pacing catheter through the tuohy-borst valve of the catheter, could cause movement of the pacing catheter from its original position. If it occurs loss of pacing can happen increasing the risk of severe bradycardia or arrhythmias. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a patient, the introducer did not lock to the bipolar pacing catheter by st jude. Therefore, the connection was not secure. To solve the issue, they had to find a set-up that made it possible to secure the use of the probe. There was no allegation of patient injury. The device was not available for evaluation as it was discarded by the hospital.